Event description:
Blood tube (serum-separator) was taken from centrifuge after being spun down. The top came off and the serum splashed in the face of the person who took it out. Has also happened in past.